Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model#: mc1vr01-delsys / expiration date: 14-apr-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no dev rtn to MFR? No. Mfg date: 12-nov-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, cardiac perforation and tamponade after the implant of a leadless implantable pulse generator (ipg). It was noted there were fluids around the heart. Drainage was attempted unsuccessfully and then a sternotomy was performed. It was noted after the sternotomy that the leadless ipg tines were a bit stuck out. The device was revised and remains in use. No further patient complications have been reported as a result of this event.